Manufacturer narrative:
(B)(4). This report for a system error 2240 was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. The root cause was an open clamp on an unused supply line. Labeling review revealed that labeling is adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Should additional information become available a follow up medwatch will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm that appeared on the homechoice unit during dwell 3. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) explained the alarm. The hp states he had left a spare line clamp open, which caused the alarm. The tsr explained to discard all supplies and to notify the nurse. The hp will finish tonight's therapy manually. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This product is manufactured in the u.s. And has a 510k number. The initial medwatch wrongly stated that there is no 510k number.